Event description:
It was reported when using the pyxis medstation es system drawer failed to close. The customer reported that the full-height cubie drawer located in position 7 was not closing properly. It tends to get stuck, necessitating additional effort from both nursing and pharmacy staff to close it. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the rails being in bad shape. A field service engineer powered down the station, took out drawer 7, flipped it over onto the ground, and replaced the left and right rails. A field service engineer returned the drawer to auxiliary and manually tested the drawer. They inspected all the cables at the back of the auxiliary unit, powered on the station, and once the application was operational, addressed the drawer failure. Subsequently, they inventoried multiple medications in drawer 7. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.